Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductors at the cut end consistent with procedural damage. Visual inspection found an external insulation abrasion breaching the outer insulation distal to the connector boot consistent with friction to device can. All other damage found is consistent with procedural damage.